Event description:
Codes update.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of defective access devices could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd 20mm access device was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that access devices are defective and causing vials to leak, therefore causing the studio to have a waste vial due to sterility concerns.

Manufacturer narrative:
Photo received, in addition, the supplier was involved in the investigation: the customer reported the vial access devices are leaking and returned two photos of the incident. There are no physical samples available. Upon visual examination of the photos, the leakage was verified between the vial adapter and the vial. The investigation was forwarded to the supplier of the vial adapter component. The issue could not be replicated without the sample investigation. The root cause of this failure could not be identified without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. In addition, the supplier of the components was also able to provide a device history record review of their own. The lot histories were pulled and reviewed for lot# 2343-2128-b10-0, 2343-2128-b10-1, and 2344-2128-b10-0, and no non-conformances or interruptions were found that would cause any type of defect. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.